Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer inspected the infusion set and cartridge and identified no issues. Customer declined further troubleshooting with tandem technical support for the reported issue and reinserted the infusion set, and continued to use the pump for insulin therapy. Customer's blood glucose level was 315 mg/dl.